Event description:
The customer contacted stryker to report that their device cannot power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to be faulty power module, sc board, and ui board. Due to delays in obtaining replacement components outside of stryker control, the device will be repair once the components becomes available.

Manufacturer narrative:
Stryker replaced the power module pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed power module pcb assembly. It was observed that a shorted transistor and open fuse caused the device to be unable to power on with ac power or charge the dc battery. However further cause of the device unable to power on under ac and dc power could not be determined.

Event description:
The customer contacted stryker to report that their device cannot power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device cannot power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.